Manufacturer narrative:
This follow-up MDR is created to document the additional event information received and the conclusion of the investigation. The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of retention and bilateral ureteral kinging associated with urinary infection, quality accepts the physician's observations. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.

Event description:
According to the available information, restorelle 522 - patient complaint of difficulty emptying bladder prior to discharge, and was discharged performing selfcatherizations on (B)(6) 2017. Patient was rehospitalized on (B)(6) 2017 with event of "bilateral ureteral kinking associated with urinary infection" and was treated with antibiotics, and a left ureteral stent was placed. Patient was discharged on (B)(6) 2017. The urinary infection was treated with antibiotics and resolved on (B)(6) 2017. The physician assessed that this is definitely related to the procedure, and possibly related to the device. Additional information received indicated on (B)(6) 2017 subject had ablation of ureteral probe jj left and right. On (B)(6) 2017 subject had nephrostomy and new jj right. On (B)(6) 2018 subject had vesico ureteral reimplantation. On (B)(6) 2018 subject had ablation of ureteral probe jj right. Event resolved on (B)(6) 2018.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information patient complaint of difficulty emptying bladder prior to discharge, and was discharged performing self-catherizations on (B)(6) 2017. Patient was rehospitalized on (B)(6) 2017 with event of "bilateral ureteral kinking associated with urinary infection" and was treated with antibiotics, and a left ureteral stent was placed. Patient was discharged on (B)(6) 2017. Event is not resolved.

Manufacturer narrative:
This follow up MDR was created to document additional information received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Restorelle - patient complaint of difficulty emptying bladder prior to discharge, and was discharged performing self-catheterizations on (B)(6) 2017. Patient was rehospitalized on (B)(6) 2017 with event of "bilateral ureteral kinking associated with urinary infection" and was treated with antibiotics, and a left ureteral stent was placed. Patient was discharged on (B)(6) 2017. Event is ongoing. The physician determined that this is definitely related to the prolapse procedure, but not related to the device. The urinary infection was treated with antibiotics and resolved on (B)(6) 2017. Additional information received on 06/21/2017 states on (B)(6) 2017, the physician changed his assessment to definitely related to the procedure, and possibly related to the device.